Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit was found to have issues with the ECG system. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue, found saline got onto the front end board. After replacing the front end board the stm finished preventive maintenance (pm). The stm performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer.